Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pump was to be moved from the abdomen to the back, possibly due to pocket erosion. Pt was doing well with infusion therapy. It was later reported that a new 8709sc was connected to the existing catheter. The old catheter was fine but the physician could not easily locate the spinal portion of the catheter, so he disconnected at the pump and spliced there. He re-tunneled to the back and reconnected at the pump at the new implant site in the back. Catheter was aspirated and was to be primed. Pump was refilled with new drug, old drug was still in the pump tubing, and would be delivered through a single bolus. Drugs infused via the pump included bupivacaine, dilaudid and morphine.